Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter: translated to english. The customer stated: "the closure was in an oblique position in the tube. There is vacuum in the tube and you can take the sample. But you get problems if the tubes goes to instrument."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter: translated to english. The customer stated: "the closure was in an oblique position in the tube. There is vacuum in the tube and you can take the sample. But you get problems if the tubes goes to instrument.".